Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic sacrocolpopexy and lysis of adhesions due to vaginal vault prolapse status post hysterectomy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, bleeding, dyspareunia, incontinence and vaginal scarring. It was reported that patient underwent mesh revision in 2008 and 2009 due to mesh perforation in organs, tearing and prolapse. No additional information was provided. (B)(4).